Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst. Investigation result: the returned cre wireguided dilatation balloon was analyzed and a visual examination found the catheter was kinked and bent, the balloon had no damage. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section. Microscopic inspection located a pinhole approximately at 20mm from the tip of the balloon. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During the procedure, while the technician was inflating the device, the balloon ruptured at 4.5 atm. The customer stated that no pieces of the balloon detached inside the patient. The device was removed and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Imdrf code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During the procedure, while the technician was inflating the device, the balloon ruptured at 4.5 atm. The customer stated that no pieces of the balloon detached inside the patient. The device was removed and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.